Event description:
Reported concerns of multiple false positive results on the quickvue sars antigen test. The exact number of false positives is unknown. No confirmatory testing completed.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.